Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpa450-1, serial number/date (B)(4) is approximately 3 years 7 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per facility worker, when lifting the patient from the chair, hanger bar came off. States she believes nut/screw has been loosening over time. MDR filed.